Event description:
A surgeon reported that during a procedure, fluid was leaking from the cassette. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).